Event description:
On (B)(6) 2012, the surgeon performed an ifuse procedure on the patient placing three ifuse implants. The patient had a recurrence of pain complaint in (B)(6) 2013. A CT scan showed possible halos around the first and third implants. According to the surgeon, the patient had not followed his post-op recommendations of two weeks non-weight bearing followed by two weeks of partial weight bearing. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the first and third implants and replaced them with two iliosacral screws.

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The root cause may be halos around the implants caused by the patient not following post-op weight bearing instructions. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7040-90, lot# 7663002779003, manufactured 07/26/11, expires 2014-10. P/n 7055-90, lot# 8028003235006, manufactured 02/27/11, expires 2015-04.